Manufacturer narrative:
Added expiration date and added device manufacture date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that prior to valve implant, the patient had a low ejection fraction. An unknown duration post implant of the bioprosthetic valve, the patient presented to the local emergency room with syncope and a poor ejection fraction. Electrophysiology (ep) confirmed atrial flutter and sustained monomorphic ventricular tachycardia. Ultimately 20 days post implant of the bioprosthetic valve, the ICD was implanted. No additional adverse patient effects were reported. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker. A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 20 days post implant of this bioprosthetic valve, an permanent implantable cardioverter defibrillator (ICD) was implanted due to ventricular fibrillation. No additional adverse patient effects were reported.